Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3 - the revision reported was likely the result of joint impingement leading to prosthesis wear of the humeral liner and pain. The reason for the impingement cannot be determined from the reported information, but may be related to implant positioning, implant size, and/or patient anatomy. However, this cannot be confirmed because the components were not returned for evaluation and no radiographs were provided. H6 - device problem, component, inv type, inv findings, inv conclusion codes the following sections were corrected: d4 - catalog #, exp date, serial #, UDI # no longer applies g4 - 510k# no longer applies h4 - mfg date no longer applies h6 - codes 1429, 4756, 4118, 3233, 11 no longer applies should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: concomitants: a10012 - gps implant kit v2 (B)(6). 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm (B)(6). 531-78-20 - shouldr gps hex pins kit (B)(6). 300-01-09 - equinoxe, humeral stem primary, press fit 9mm (B)(6). 315-35-00 - glnd kwire 6748768. 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). 531-20-00 - shldr gps rvrs drill kit (B)(6). 320-35-01 - small glenoid plate (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6). 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6).

Event description:
It was reported that a 58 yo patient, initial right shoulder implanted in (B)(6) 2021, underwent a revision procedure in (B)(6) 2024, approximately 3 years 8 months post the initial procedure. The patient presented with humeral pain. A CT revealed some impingement on the inferior glenoid. The surgeon removed glenoid and following trialing, implanted a 36 expanded glenoid. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were available. The explanted devices are not available for return. They were discarded. Device images were provided. No further information.